Event description:
The customer reported approximately thirty (30) milliliters (ml) of blood fluid leaked from the needle area outside the unit involving coulter hmx hematology analyzer with autoloader. The customer stated the screw was loose at the bottom of the needle and removed the needle for replacement. The customer had on personal protective equipment (ppe) consisted of gloves and a laboratory coat during the incident. Patient results were not generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Upon arrival at the facility, the customer reported to the field service engineer (fse) that the issue was resolved by securing the loose screw on the needle holder. The unit was in normal operation. The customer has an exposure control/risk management plan at the facility. (B)(4).